Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that implantable cardioverter defibrillator was explanted and replaced due to battery depletion. The device was also noted to have an unspecified failure. The patient was stable.